Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative received this hp into the workshop (seen in the sr). The handpiece was run at 100% torsional power mode, the power output sounded like it was pulsating and dropping off in intensity after approximately 30 seconds. The handpiece was confirmed to not have met specifications. The handpiece was not returned to the manufacturing facility for examination. Although, confirmed, the root cause of the reported ¿loss of power¿ could not be conclusively determined based upon the information obtained. Additionally, there was a video, and an image submitted for review. It is unclear which handpiece was used at the time of the image and video capture. The video shows a phaco handpiece positioned in the anterior segment of the eye and then withdrawn from the eye. It is unclear whether or not phaco emulsification was turned on from the affiliated console (at the time of recording). The provided image shows the overall case metrics, including total ultrasonic time and its details. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A similar complaint was found and was included in this investigation series. The root cause of the reported ¿loss of power¿ could not be conclusively determined based upon the information obtained. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that two handpieces were loosing phacoemulsification power during cataract surgery. Surgery completed after replacing handpiece with a new one. No patient impact were reported.